Manufacturer narrative:
Approximate age of device: 6 months. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The reported event of the customer being unable to download patient log files from the system controller serial number (B)(4) ) was confirmed. Log files submitted by the customer had no entries. When the returned system controller was evaluated, a log file containing 240 entries was recovered. Examination of the log file revealed the patient operated the system controller on the external batteries until they were drained completely. Low battery advisory and low battery hazard alarms both activated as intended. The system controller entered power save mode and operated from its emergency backup battery. A reset of the time stamp and a backup battery "uninstalled" alarm indicated that the backup battery had drained completely and the pump stopped. The root cause for the log file being cleared was unable to be determined. The system controller was connected to test equipment in the manufacturer¿s lab and was functionally tested and operated for an extended period of time while connected to a mock circulatory loop and the system controller functioned as intended. In addition, also evaluated were the patient's returned li-ion batteries, quantity of 8 and battery clips, quantity of 4. No faults were found with any of the returned battery packs and battery clips. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that the patient expired on (B)(6) 2014. The manufacturer requested data log files, however, it was reported that the biomedical engineer had difficulty downloading the information. Upon receipt of the system controller, the manufacturer was able to download and review the data log files which indicated the following: the patient was supported on external batteries until the batteries were depleted. The patient continued to be supported by the system controller's emergency backup battery, which ran the pump for an additional 1 hour and 40 minutes. The system controller then went into power saver mode appropriately and ramped the speed down to the low speed limit. There were no sudden speed drops and through examining the data log file, it appeared the equipment operated as intended. Power was never reconnected after the batteries ran out and by the time the patient was found, the patient had expired. It is unknown whether the patient had expired prior to the batteries running out of charge, therefore an autopsy will be performed. It was reported that there were other family members nearby within the house at the time, however, it was reported that no one heard an alarm.